Manufacturer narrative:
(B)(4).

Event description:
Physician treated a lesion in the right sfa using admiral extreme dilatation balloon catheter. The lesion located in the right sfa exhibited 99% stenosis pre-treatment and 0% stenosis post treatment. Patient was discharged two days later after good progress was confirmed. Approximately a year later, the patient visited same cardiovascular centre for follow up. Hospital contacted patient's family to reschedule follow up due to physician's schedule conflict and was notified that patient died approximately 14 months post index procedure.